Event description:
The patient was experiencing increased spasms inspite of dose increass to over 1300mcg/day. A dye study done on 03/04/2003 did not reveal any problem with the pump or catheter. A catheter revision was done on 2003 and the dose was started at 150mcg/day. Since then, the dose was increased several times to 1340mcg/day with no relief. The patient was then sent to another physician for phenol injections in the legs. The infusion mode was changted to periodic bolus. The hcp reports the patient's spasms are still not under control.